Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the solder connection between the battery connector and the radio frequency flex module was cracked and resulted in the backup operation.